Event description:
It was reported that the dreamstation 2 device was being returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being submitted to include the device evaluation and the product UDI. It was reported that the dreamstation 2 device was being returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The device was returned to the product investigation lab (pil) for evaluation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil is not able to address any symptoms specified in the complaint. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to include the device evaluation and the product UDI. It was reported that the dreamstation 2 device was being returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. The device was returned to the product investigation lab (pil) for evaluation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil is not able to address any symptoms specified in the complaint. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.